Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing and prior to a transesophageal echocardiography (tee) procedure, the transducer prompted a usacquisition_hw_31 error message. Once the error was noted, the transducer was not used and the planned procedure was not continued. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated of an error message when using the z6ms transducer. The defective transducer was returned, and investigation was performed. The system error was reproduced during the investigation. The cause of the error was determined to be gastro flex thermistor fault, caused by insufficient reliability. Improvements to the gastro flex trace were implemented into forward production, since march 2017. The defective transducer returned from the customer site was manufactured prior to the corrective action. The issue at the customer site was resolved by providing a replacement transducer via the service process.